Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the patient saw her health care professional (hcp) and an x-ray was done to confirm that the lead wire was fine. However, the patient still did not have urinary relief. The patient was told by the hcp that the manufacturer representative (rep) and the nurse were supposed to get together and try to resolve the situation. The implant was no longer flat and it had turned on its side as a result of the fall. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hxu3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported having to turn stimulation down when the device was first implanted as the patient was "getting a lot of discomfort" in the vagina area. Turning the settings down resolved the discomfort. A year later in (B)(6) 2015, the patient fell "really hard" on her back and bottom. Normally, the patient felt stimulation in the big toe and left foot, but now she did not feel any stimulation. Turning settings up to 3 volts did not resolve the issue. The change was described as being "sudden." Patient outcome and additional actions remain unknown. Follow up is being conducted to obtain additional information. The indications for use included bowel dysfunction and gastrointestinal/pelvic floor.